Manufacturer narrative:
Additional information: an unknown burst type occurred. The device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone device with a spider fx guidewire to treat a cto (chronic total occlusion-100%) in a calcified lesion in the proximal superficial femoral artery (sfa). Little/mild degree of tortuosity and severe degree of calcification were reported. A viance crossing catheter was attempted to be used with a non-medtronic .014¿ guidewire. The IFU was followed during preparation, procedure and post-procedure. Resistance was felt during initial advancement and a kink was observed upon removal. Following this, the physician attempted to advance the hawkone device with the spider. The IFU was followed during preparation, procedure and post-procedure. During initial advancement of device, a kink was observed in the mid cutter tip, approximately where the cutter driver packs of the hawkone device. The physician managed to complete the procedure with the device and upon removal of the device noted that the kink was located at the mid cutter tip. The vessel was post-dilated. An inpact admiral device was then used to treat the patient. There was no damage noted on the packaging and no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues. There was no resistance when advancing the device and it was not passed through a previously deployed stent. During balloon inflation, it burst at 14atm. The procedure was completed at this point. There was no injury to the patient.